Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. On site collaboration with the online engineer indicated that the cause could be a high voltage cable. No conclusion can be drawn as further repair info is unavailable at this time and no additional service info was provided.